Event description:
The customer stated, that her blood glucose readings had been lower than usual. While troubleshooting, she performed control tests and received a result of 18 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for eval, and replacement test strips were sent to the customer.